Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was being implanted with an impella rp flex for mechanical circulatory support. During the removal of the peel away sheath and repo in, the impella rp flex appeared to dive deep into the right ventricle. During this flows dropped to 2.0. The impella rp flex was attempted to be repositioned but was unable to get flows above 2.0. The decision was made to replace the device. The pump was pulled back out of body and large tissue inside of inflow cage around impeller was noted. 0.018 wire was inserted into the outflow and the pump was explanted. A new flex sheath was put in followed by impella rp flex insertion without issue. Flows were back to 3.8 on p-8. No patient harm was reported.

Manufacturer narrative:
Clinical details report that on the first day of impella cp support, a purge leak was noted at the luer-lock connection in front of the microfilter on the purge sidearm. The purge filter bypass protocol was done, and reported to work well through explant on (B)(6) 2025. Data logs were not available for review. Returned product was investigated and the purge filter bypass was confirmed. When the tape was removed, it was confirmed that the entire purge sidearm had been cut off from the pump and not returned. Therefore, the location and characterization of the damage to the sidearm could not be confirmed and investigated. Based on the clinical details provided that the leak was noted to be from the purge sidearm and doing a purge filter bypass resolved the complication, the root cause of the purge leak was determined to most likely be a damaged sidearm. The exact location and characterization of the damage could not be determined since the sidearm was not returned for investigation.